Manufacturer narrative:
The device was returned to olympus for inspection and the customer's complaint was confirmed due to a faulty cable unit. Additionally, the evaluation revealed image has intermittent horizonal black lines due to a faulty charged coupled device unit and they are using a non-olympus cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the device image does not appear. The reported problem was found during preparation for an unspecified procedure. No patient involvement or injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty cable unit and charge-coupled device (ccd unit) could not be identified. Olympus will continue to monitor field performance for this device.